Manufacturer narrative:
It should be noted that adc does not support the use of freestyle libre 10 day with aftermarket devices like miaomiao. A follow-up report will be filed in the event the product is returned, further investigation has been completed, or additional information is obtained. The date of manufacture is unknown. The date listed in the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019 abbott diabetes care was notified by the FDA regarding a medical event involving an adc freestyle libre sensor. The information noted that the patient had been using a freestyle libre 10-day system with a miaomiao device. It was additionally reported the miaomiao device went into a loop and gave an unspecified falsely high reading. The patient experienced hypoglycemia and received unspecified emergency treatment. It was also reported that the fs libre system when used with the miaomiao provided unspecified different glucose values than the fs libre 10 day system provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted.

Event description:
On (B)(6)2019 abbott diabetes care was notified by the FDA regarding a medical event involving an adc freestyle libre sensor. The information noted that the patient had been using a freestyle libre 10-day system with a miaomiao device. It was additionally reported the miaomiao device went into a loop and gave an unspecified falsely high reading. The patient experienced hypoglycemia and received unspecified emergency treatment. It was also reported that the fs libre system when used with the miaomiao provided unspecified different glucose values than the fs libre 10-day system provided. There was no report of death or permanent injury associated with this event.